Event description:
The physician was attempting to treat a lesion in the rca with 90% stenosis, moderate tortuosity and moderate calcification. The device was inspected prior to use and prepped with no issues noted. The lesion was pre-dilated with a 2.5x20mm balloon (4 inflations). Following pre-dilatation the physician attempted to implant the stent; however the stent could not pass the lesion. Resistance was encountered advancing the device; however excessive force was not used. After the device was removed from the patient, a deformation was observed on the stent. There was no patient injury and the post procedure patient status was reported as good. The physician commented that the event was due to use in a difficult lesion/anatomy.

Manufacturer narrative:
Deformation problem (stent).

Manufacturer narrative:
Results and conclusion: (lesion morphology ¿ 90% stenosis, moderate calcification, moderate tortuosity). (Stent deformation). (No device received for evaluation). (No device received for evaluation). (B)(4).

Event description:
Evaluation summary: the stent was not present on the balloon of the device, it returned on the stylette. The first three distal segments of the stent were intact, but the remainder of the stent was stretched and deformed. The distal tip of the device had no evidence of damage. The balloon had evidence of crimp impressions along its working length. There was no evidence of damage to the balloon.